Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was selected for use for the endovascular treatment of a lesion with 10% stenosis in the thoracic aorta. It was noted that there was no damage to the original packaging. It was reported the valiant delivery system was being flushed per the IFU and when the device was inspected prior to insertion into the patient, the rear handle fell off. The physician was concerned that the stent graft would not deploy correctly in the patient so the delivery system was replaced. No clinical sequelae were reported and the patient is fine.